Event description:
The customer reported that the system's cine and subtraction runs were distorted and the image quality was poor during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The vortex image processor was replaced and the cine bridge printed circuit board needs to be replaced. No add'l service info was provided.